Event description:
It was reported by the rep the device was used during an interstitial laser coagulation. It was reported the surgeon had fiber problems with two separate fibers on the same case. The first error "black body" occurred during the self test. Once reconnected the error disappeared: however, when laser energy was delivered, a diffuser fault error occurred. A second fiber was opened and during the second treatment a diffuser fault erorr occurred again. A third fiber was used to complete the case. The pt was unaffected. There was no consequence to the pt. 10/21/1998: during the analysis of the inquiry of, the heat shrink marker was observed to be damaged, in and of itself, considered a malfunction.